Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a ticking noise that was previously not heard. The iabp was working as expected with no alarms or warnings visible. The end user moved a second cardiosave unit into the room to use if necessary but does not want to transition the patient to it at this time. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Manufacturer narrative:
Updated fields: e1(site country), h6(type of investigation, investigation findings, investigation conclusions). At this time, the customer has not requested getinge to evaluate the iabp. The customer stated the unit is working as expected with no alarms or warnings visible. A second cardiosave unit was moved into the room to use if necessary but does not want to transition the patient to it at this time. Additional information requested from the customer with regard to the repair and status of the iabp were performed with no response. Therefore, we are closing this record with no further action. If additional information is received, the record will be reopened and addressed accordingly.